Manufacturer narrative:
The field service engineer (fse) was onsite prior to this event investigation and instructed the customer to stop using the instrument, replace the reagent packs because they were compromised during carryover and precision testing, and perform precision testing not through the cta. The customer did not follow the fse instructions which led to the occurrence of this event. The fse was onsite on (B)(4) 2008 to investigate the event. The fse performed carry over testing on the cta which failed. The fse found the accutni accuracy issues to be related to the cta. The fse replaced the cta probe and syringes, re-aligned the probe, and ran carryover testing which passed. The fse also ran 20 replicates of quality controls through the cta and 20 replicates of qc directly on the access with good results. No shift found between the cta/access. The fse verified repair per established procedures and results met published performance specifications. Customer error is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni (troponin I) result in the risk stratification range for one patient. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. The initial results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.